Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received two suture-needle pieces pertain to the product code w8556. During visual inspection of the returned sample, marks were observed on the body needle and the end of the suture was cut by a surgical instrument. It was noted that the swage area of the returned samples was in good condition. No functional test was performed on the sample since the received suture pieces were too short. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The event described could not be confirmed as the needle and suture were not detached and the swage area of need was in good condition. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported a patient underwent a hepatectomy on (B)(6) 2023 and suture was used. The problem of pulling off suture needle happened in surgery . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-09267. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.